Event description:
It is reported that the patient underwent arthroscopy, debridement and closed manipulation on (B)(6) 2008. Furthermore, the patient was revised due to loosening and catastrophic failure of the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-00662.